Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and pass functional test on autotester. The as-received state of the battery was due to the patient not maintaining the proper voltage level on the battery. The patient stated they had not charged the ipg for approximately 4 months. There is sufficient instruction in the dfu on how to maintain the battery charge. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had been unable to connect the charger to the ipg since (B)(6) 2021. Hence, the ipg has not been charged since (B)(6) 2021. Troubleshooting was unable to address the issue. As such, the ipg was deemed to be inoperable. In turn, surgical intervention may take place at a later date to address the issue.